Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support to confirm proper initiation of an infusion set on the ilet and was guided through the device menu, which showed a recent infusion set insertion and remaining wear time; the user reported hyperglycemia with a peak of 258 mg/dl over a couple of hours, without use of backup therapy, ketone testing, or medical intervention. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included no functional impairment, no need for clinical care, and no hospitalization. Investigation included remote troubleshooting and education focused on infusion set status verification and device navigation. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.